Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. The ventilator was powered on with a known good ac adapter connected. The ventilator powered on, however, it would go into a constant reset cycle prior to booting up. Visual inspection revealed the main flex was damaged. The main flex was torn at the jp1 connector. The main flex was replaced to correct the reported issue.

Event description:
It was reported that when powered on, the ventilator starts up, then blanks out and tires to reboot. There was no patient involvement associated with this reported event.